Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device manufacturing date is unavailable.RMA issued. Replacement field generator/emitter shipped to site 03/06/2014. Medtronic investigation of returned suspect device finds that the cable has exposed shielding and wires near the black casing. The emitter registers and navigates normally. It passed the pegboard test with an error of 1.837mm. Physical damage, cut & damaged cable, directly caused event.

Event description:
A medtronic representative reported an emitter cable that had a cut and internal wires exposed. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Manufactured date now provided.